Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0405a, implanted: (B)(6) 2012, product type lead product ID: 3387s-40, lot# v961943, implanted: (B)(6) 2012, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient's last impedance was checked in (B)(6) 2015 where c/0 was 2512 ohms, and at the time the patient was complaining about shocking in their scalp. They chose not to use 0 when programming as a result. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.